Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced infection, urinary problems, bowel problems, recurrence, bleeding, neuromuscular problems, cystocele, rectocele and urinary incontinence. It was reported that patient underwent anterior and posterior repair, lysis of paraurethral adhesions and urethropexy with solyx on (B)(6) 2010 by dr. (B)(6).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh were implanted; and on (B)(6) 2010, solyx was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. On (B)(6) 2010 the patient underwent lysis of paraurethral adhesions, cystoscopy, and urethropexy with solyx. No additional information was provided.